Event description:
Screw breakage in patient. Hard to explant.

Manufacturer narrative:
Explanted device was examined visually/microscopically and showed severe damage, a texture examination was not possible. Measurement-technology assessments showed no deviations from MFR specifications. Device master records and raw materials are in specification. According to our MFR's analyses we can say that failure was caused because of an implants failure not relate to the specifications or MFR, but maybe due to the wrong usage or indication of the surgeon. Note: this MDR occurred outside the USA. We have no knowledge of a reporting elsewhere. The indications outside the USA can be different. The late filing is due to a contact with the FDA regarding a reinterpretation of 21 cfr part 803.